Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor, which rendered the pump incapable of being primed. At the time of the hospitalization, the pump was reported to be in working condition. There was no reported pump malfunction and pump settings and delivery history were reviewed with the patient's nurse and confirmed as correct. The pump history indicates consistent insulin delivery totals up to the date of hospitalization, when pump use was discontinued.

Event description:
The patient was hospitalized for elevated blood glucose levels.